Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's injury was the result of inadvertent vessel dissection. Manufacturer reference #: (B)(4).

Event description:
A 65-year-old female presented with left lower extremity pain and swelling for the past 4 days. The patient was noted to have a history of deep vein thrombosis (dvt) 20 years prior. A duplex ultrasound was performed which revealed left iliofemoral dvt. Pre-case planning decided to use the clottriever bold (CT bold) and clottriever xl (ctxl). Venacore was also planned to be used to address any areas of residual chronic thrombus. Bilateral popliteal access was obtained and venograms were performed which revealed lower left extremity thrombus with extension into the inferior vena cava. A clottriever 16 fr sheath was placed, and the catheters were advanced. 8 passes were performed with the CT bold and 2 with the ctxl. A repeat venogram was performed which revealed a focal area below the common femoral vein. The physician felt it was chronic thrombus and deployed the venacore. 2 passes were performed with the venacore but no thrombus was removed. There were signs of an occlusion in the sheath. The physician pulled the material out and expressed that it looked like a vein. The sheath was re-inserted, and a repeat venogram was performed. This revealed extravasation proximal to the sheath with flow not extending past the treated area. Prolonged ballooning was performed which resolved the extravasation. Stents were deployed and a final venogram revealed restored flow. The access site was closed, and the procedure was concluded.